Event description:
A portion of the epidural catheter was retained after initial placement. User noted upon feeding and pullback that the catheter did not feel as it usually does, noted a tear, found wire to remove. The plastic catheter was noted to be retained and visible on x-ray.